Manufacturer narrative:
Device evaluation: the oxysept solution was not returned to the manufacturing site. Therefore, an investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review could not be performed as the lot number of the product was not provided. Labeling review was performed. The directions for use (dfu) adequately provides instructions, precautions, and warnings for the proper use of the product. Based on the results of the investigation, no product deficiency was identified. Type of report: alternative report identification number: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). Alternative report identification number: (B)(4) attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
Consumer has been using oxysept for the past 15 years without problems. She used it recently as normal but the tablet did not neutralize the solution completely. When she put the lenses in her eyes, she had inflammation. After treatment at the doctor¿s, customer¿s eyes are now fine again. The type of treatment was not provided. No further information was provided. The solution is used in conjunction with neutralizing tablets and 2 reports will be provided. This report represents the solution.